Event description:
The facility's biomedical technician reported a fail code 512, which occurred during biomed testing. Add'l contact info was requested but no add'l contact was identified. The biomedical technician stated that there have been no reports of any pt incident involving this pump since the last baxter service event.